Event description:
It was reported that the pump screen was broken. There was no adverse impact to the customer's blood glucose level. The device is being returned, and a replacement pump was provided.